Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to dilate a lesion in the popliteal artery, a 5.0 mm x 40 mm x 135 cm armada 35 balloon dilatation catheter (bdc) was unpackaged and prepped without issue, then advanced to the lesion without resistance. During dilatation, the balloon was slow to inflate. The balloon was then unable to be deflated and was consequently difficult to remove. The indeflator was exchanged for a syringe; additional negative pressure was pulled using the syringe to deflate the balloon enough to be withdrawn from the anatomy without causing adverse patient effects. No leaks were noted on the device. Dilatation was able to be completed using this device without adverse patient effects and without a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The investigation was unable to determine a conclusive cause for the reported inflation deflation difficulties; however the reported resistance during removal appears to be related to the circumstances of the procedure. The reported difficulties were not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.